Manufacturer narrative:
Reported event: an event regarding dislocation involving an unknown trident shell was reported. Following a review by a clinical consultant shell malposition was confirmed. Method & results: -device evaluation and results: not performed as the device remains implanted. -medical records received and evaluation: a review of the provided information by a clinical consultant noted : this patient suffered a fall on her hip arthroplasty some 3-months post implantation of an accolade ii stem with mdm cup system. The mdm dislodged and required revision. In this case, the trident cup has near absent anteversion as evident by the straight line projection of the cup opening circle where the normal range should be within 15° - 25° of anteversion. The exact amount cannot be evaluated due to absence of a lateral x-ray but based upon the appearance on the ap hip view with an absent projected oval of the cup opening circle, anteversion is clearly suboptimal and rather close to 0°. The very low anteversion angle makes the system vulnerable to impingement between cup rim and neck of stem in various movements of the hip. During the stance phase of the gait cycle or with extreme range of motion in the hip, high forces are transmitted across the hip joint and if under such conditions the neck of the stem hits the rim of the liner, significant strain may be applied to the poly articulation with significant risk on subluxation and/or dislocation. Cup position thus clearly represents a procedure-related risk factor for instability because the surgeon is responsible for optimal component positioning. -device history review could not be performed as the device lot is unknown. -complaint history review could not be performed as the device lot is unknown conclusions: a review of the provided information by a clinical consultant concluded that: cup malposition in absent anteversion has contributed to dislocation that was triggered by an external traumatic overload condition by a fall that just by itself might already have caused a dislocation. Mdm dislocations are usually of the intraprosthetic type and always require open reduction, details about which are missing due to lack of clinical information. If additional information such as device details and/or device become available, this investigation will be reopened. Remains implanted.

Event description:
Revision right hip. Patient suffered a fall and the mdm was dislodged. Primary surgery was done on (B)(6).